Event description:
It was reported that the patient was having lower extremity weakness. All device components were explanted and were discarded by the medical facility. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6)2022. D6: explant date: (B)(6)2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7029146.